Event description:
A review of the events indicated that one patient sample tested on the neo iris, automated blood bank system produced an inaccurate result. A review indicated that the patient sample test using the neo iris automated blood bank system produced an unexpected compatible crossmatch. Patient samples conducted on an echo lumina and in peg and were incompatible. The test run on the neo iris resulted in a compatible result. The testing was conducted for correlation studies. The unexpected compatible crossmatch was resolved after specific maintenance and re-testing. Subsequent testing of the reagent retention lot, including reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results.